Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. It was unknown whether there was any adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump and instructed the caller to reach out again if the malfunction recurred. The customer acknowledged and understood the instructions and was able to continue using the pump without further issues.